Event description:
Boston scientific received information that during a routine in-clinic follow up, interrogation of the device revealed that this right atrial (ra) lead exhibited an out of range pacing impedance measurement resulting in activation of the lead safety switch (lss) feature. Recent and chronic pacing impedance measurements were reported to be 300 ohms. Subsequently, the lss activated an additional time due to high out of range pacing impedance measurements greater than 2,500 ohms. Additionally, noise was observed. A lead fracture was suspected, however, not confirmed. A lead revision procedure was to be considered. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced. This pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.